Event description:
A report was received via social media that the patients ipg would not hold a charge. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received via social media that the scs never relieved the patients pain.

Event description:
A report was received via social media that the patients ipg would not hold a charge. The patient underwent an explant procedure. No further information could be obtained.